Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings: during investigation, the keypad was observed to be peeling at the contrast button. All of the keypad buttons were found to be intermittently unresponsive during testing. The keypad cover was removed and there was evidence of contamination found under all of the key contacts. The pump case was removed and no evidence of moisture or loose components was observed inside the pump.